Manufacturer narrative:
The analyzer serial number is (B)(6). The calibration and qc recovery data were reportedly within specification. Per product labeling, "all initially reactive or borderline samples should be retested in duplicate using the elecsys hbsag ii assay." Based on the available data, a general reagent issue could be excluded. No product problem was identified.

Event description:
There was an allegation of questionable elecsys hbsag ii results for 1 patient on a cobas e 801 analytical unit. On (B)(6) 2026, the patient had a result of 34 coi (reactive). On (B)(6) 2026, the patient had a new sample collected, and the result was 0.4 coi (non-reactive). The new sample was sent to another platform, and the result was non-reactive.